Manufacturer narrative:
The rv lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead was undergoing a pocket revision for an infection. During the procedure, the physician was unable to correctly connect the rv lead in the device header. Visual inspection of the rv port noted that there was an obstruction. Both the ICD and rv lead were explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Microscopic visual inspection of the rv port revealed that the spring contact was pulled from the spring channel and stretched into the lead barrel. Analysis concluded that this damage to the device was the cause for the reported connection issue.